Manufacturer narrative:
Initial and final MDR (B)(4) -MDR - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient faced leakage at site within past two months. The blood glucose level of the patient at the time of issue ranged between 250 to 260 mg/dl. The issue occurred with four similar types of infusion sets used for two days. No further information was available.